Event description:
It was reported that the guidewire broke off during procedure and the broken segment remained in the patient. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The proximal segment of the guidewire was returned for analysis and the evaluation could not determine the cause of the event. (B)(4).